Event description:
Patient revised for pain.

Manufacturer narrative:
The product was not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event; however, provided information stated device placement/positioning was a contributing factor. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.